Event description:
It was reported that a spectrum pump alarmed door not fully latched during preventive maintenance testing. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm, caused by a failed upper auxiliary link switch. The upper auxiliary assembly was replaced.